Event description:
It was reported that the patient was experiencing inadequate stimulation secondary to burning sensation and pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed as per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred few weeks ago.